Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, and the user confirmed the device was on the latest firmware; a restart was performed and replacement was advised if the issue persisted. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included customer service troubleshooting and user education. Investigation of this case revealed an intermittent user interface hardware responsiveness issue isolated to the sleep/wake button, with no evidence of systemic device malfunction or therapy impact. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with intermittent mechanical or switch-level performance variability.